Manufacturer narrative:
(B)(4).

Event description:
Two weeks after the system was implanted, the pt developed an infection. The pt took antibiotics and the infection "seemed to be clearing up." Shortly after, the pt noticed a golf-ball-sized "ball" near the pump pocket. The physician flushed the area and stated there was a blood pocket and fluid around the pump. The neurosurgeon believed an infection was localized to the spinal incision site, near the catheter pathway. The pump contained lioresal at a dose of 550 mcg/day. The plan was to remove/explant the catheter from the area of infection, but leave the pump implanted and run at a minimum rate so the pump would not need to be accessed for refills. The pt was to be managed on oral baclofen 20-30 mg to avoid withdrawal. It was later reported the pump and catheter were "completely" explanted. The date of explant was not reported. The plan was to implant another pump and catheter. As of (B)(6) 2011, the pt was home and his status was "fair."